Manufacturer narrative:
The device was returned and investigated. Device analysis could not confirm the reported difficult to open or close (gripper actuation) as both grippers were able to lower and raise without issue. The reported positioning failure (leaflet capture ¿ clip not implanted) could not be replicated in a testing environment as it was related to patient/procedural conditions. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. Based on the information reviewed, a cause for the reported difficult to open or close (gripper actuation) could not be determined. The reported positioning failure (leaflet capture ¿ clip not implanted) appears to be an effect of the reported gripper actuation issue. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper actuation issue. It was reported that the mitraclip procedure was performed to treat functional mitral regurgitation (mr) with mr grade of 3-4. The mitraclip delivery system (cds) was advanced to mitral valve. Three grasping attempts were made, but the leaflets would not remain captured and it was noted that the grippers did not completely lower. The cds was removed and was replaced. There was no adverse patient effect and no clinically significant delay during the procedure. One clip was implanted, reducing mr to 1. No additional information was provided.